Event description:
A pharmacist stated the customer received a blood glucose reading of 225mg/dl on the contour next ez, was retested by a nurse on a different meter and the reading was 84mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer

Manufacturer narrative:
(B)(4)